Event description:
Customer reported a checkvalve failure on the hematology/oncology unit (occurring sometime between (B)(6)). Magnesium sulfate was set-up as a secondary infusion and was found backflowing into the primary bag of normal saline. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: june 11, 2014. (B)(4). Although requested, the set has not been received. A follow up report will be submitted with investigation results should the set be returned for evaluation.